Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was required to be replaced. Once replaced,. The system then passed the system checkout and was found to be fully functional. Analysis on the returned computer had a software issue when analyzed. An error message appears when attempting to boot up. Other relevant device(s) are: product ID: 9 735999, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the screen was black with and error message. There were no patients present.